Event description:
The MFR received info from a third party service center alleging a ventilator inoperative condition occurred. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's blower motor will be replaced to address the issue. During the eval of the device, the device failed a step during testing. The device's system board will be replaced to address the issue. Other - device has been evaluated but not yet repaired.